Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed infusion set and cartridge and resumed insulin. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.